Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that they needed an MRI system as the old system was not found in mstar. The device was replaced. There was no patient injury or death and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
The MRI technician reported that the patient was getting an MRI because both of their incision sites were infected. There was no further infection. The MRI was ordered for the patient¿s spine. No date of onset, device serial numbers, diagnostics, and interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously reported event description of ¿additional information received reported that they needed an MRI system as the old system was not found in mstar. The device was replaced. There was no patient injury or death and the patient recovered without sequel¿ was incorrectly reported as it does not pertain to this event. The device pertaining to this event was not returned and therefore no analysis will be performed.